Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the centre of the stent was damaged and squashed causing the proximal end of the stent to move slightly in a distal direction. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex (lcx) artery. After pre-dilatation was performed using a 3.0 x 15 non-bsc balloon catheter, a 3.00 x 38 synergy¿ drug-eluting stent was advanced; however, severe resistance was encountered during insertion. After a while of attempting to cross the lesion, the device was unable to cross the lesion. The device was removed from the patient's body and it was noted that the strut in the mid area of the stent was deformed. The procedure was completed with a 3.0 x 38 non-bsc stent. No patient complications were reported.